Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of high purge pressure and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The cause of the high purge pressure issue was most likely biomaterial based on data log review and given clinical details. The cause of the vascular damage issue was not determined due to insufficient clinical information and unknown relation to impella.

Event description:
The complainant reported a 20-year-old male patient with acute cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported high purge pressure and blocked purge system alarms. Medical staff added tissue plasma activator (tpa) to the purge. The purge pressures remained in the 1000-1050 range with flows of 1-2 ml/hr. Medical staff then planned to use the remainder of the 50 ml bag of tpa for infusion, then switching back to d5 with bicarb. Medical staff also withheld anticoagulation due to a gastrointestinal bleed. The patient remains on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿